Event description:
Bovie handpiece did not turn off when layed onto pt's back. Burn occurred about 1" long. Burn was excised, wound closed with suture. Superficial burn approx 3" long from excised burn site.